Event description:
It was reported that balloon detachment occurred. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. During the procedure, the balloon was detached from the shaft and could not be used successfully. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6).